Event description:
It was reported that the patient is experiencing increasing incontinence. The patient had an original procedure due to prostatectomy in 2009. In 2012, the cuff was replaced due to erosion. The patient now states that he is having increased incontinence for several months. All components were removed and replaced due to atrophy. The customer reported no malfunctions of the explanted components. The explanted devices were sent to pathology. The patient status was reported to be good. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.